Event description:
Patient came in from home for a cystoscopy with a turp/turbt (transurethral resection of the prostate/ transurethral resection of a bladder tumor). The bipolar olympus loop electrode which is utilized to resect the prostate and bladder tumors was malfunctioning. The loop broke in half inside the patient twice, the loop was not resecting to the surgeons satisfaction. We opened 5 loops from different boxes to rectify the situation but with the same results. Biomed was notified, olympus representative was notified, and broken equipment pieces given to materials management.